Event description:
It was reported that there were issues with changing the cartridge. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.